Event description:
Reportedly, the device was passed transorally. Prior to attempting the anastomosis, the underside of the anvil tore the gastric tissue. The stapler was taken off the field, they sutured the hole that was made in the stomach and then used a different device to complete the procedure. An air water test was done for leaks and none were found. Or time was extended approx 30 minutes. Sex: female. Procedure: lap gastric bypass.